Event description:
Additional information received reported the patient had ensured the implantable neurostimulator (ins) was in MRI safe mode and that was checked by their healthcare professional (hcp). The cause of the event was not determined. The patient was having the MRI for the burning sensation they had prior to the MRI scan. The patient appeared to be okay with no further incidents.

Event description:
It was reported the patient experienced a burning sensation in the their lumbar area for a long time that had been getting progressively worse. The patient fell in december and since then their stimulation had not been as good as previously. Reprogramming had been done. The patient was due to have an MRI of their back. Once the MRI scan was started, the patient felt a burning in their back that got worse so the MRI scan was stopped. The implantable neurostimulator (ins) was in MRI mode and switched off prior to the scan. No extensions were implanted and the burning sensation was not over the area of the ins. Impedance testing had been done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a2, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).